Manufacturer narrative:
A review of the device history record is not possible as a valid lot number was not provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 08 sep 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
It was reported the peg placement occurred (B)(6)2021. The patient was admitted on (B)(6) 2021 with abdominal pain and sepsis. Admitted unwell/tender abdomen post peg insertion. Bloods - e gfr [estimated glomerular filtration rate] 19 (90) crp [c-reactive protein] 440 wcc [white cell count] 6.5. Non-contrast CT [computed tomography] (due to aki [acute kidney injury]) large volume free intra-peritoneal gas and fluid. Peg tube lying within peritoneal cavity. Treated with IV antibiotics, ivi [intra-venous infusion]. Following wash out and active treatment the patient's renal function failed to improve. Customer indicated the device was removed and discarded. Additional information has been requested but not yet received.